Manufacturer narrative:
(B)(4). The event logs have been received. A follow up report will be submitted with failure investigation results on completion of our evaluation.

Event description:
Patient was undergoing cleft lip and palate repair. Following an IV induction and antibiotics injection, the patient was connected to the pump for IV fluid administration at a rate of 20 ml/h. The report suggests that the patient sustained an extravasation requiring fasciotomy: the left upper limb was swollen with moderate circulatory impairment to the fingers. Although requested, no additional patient or event details were provided by the customer.